Event description:
Patient reported tubing issues with her remunity pump. She states there is a weak point on the tubing that snaps off if she moves too strongly in the wrong way. She states this is a known issue for her and that her nurse clinical educator is aware of this. No further information, details or dates provided. Unknown if patient missed a dose or experienced an adverse event. Unknown if defective products are available for return. No further information provided.